Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing threshold measurements and oversensing. A surgical revision was performed and the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.